Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 1627487-2020-01567. It was reported that during an ipg replacement on (B)(6) 2020 (related manufacturer reference number 3006705815-2020-00665), system diagnostics recorded high impedance and a visible fracture on one lead. As a result, the leads were explanted and replaced. Effective therapy was restored post operatively. It is unknown which was fractured, and both are being reported.